Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in palm beach gardens, florida. Medical intervention was required to prevent further patient injury. Through review of the expanded access form, the patient experienced anemia, noted as severe and acute. Per the data collection form, the subject received 15 units of red blood cells. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. No unexpected alarms or critical errors occurred. Therapy was provided as intended. No CAPA was opened because of this event. Anemia is a known complication that can occur during extracorporeal therapy and during critical illness. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision

Event description:
Alung technologies, inc. Received a report that a patient experienced anemia during eua hemolung therapy. This event required fifteen units of blood.